Manufacturer narrative:
The manufacturer was previously received information alleging a CPAP device's sound abatement foam became degraded and caused the patient experience nasal issues and chest congestion. The patient did receive medical intervention in the form of antibiotics. The device was returned to the manufacturer's product investigation laboratory for investigation. The external part of the device was visually inspected. The manufacturer found the enclosure flap door missing. The manufacturer visually inspected the device internally and found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found no errors logged. The manufacturer concludes there was no evidence of sound abatement foam degradation.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient experience nasal issues and chest congestion. The patient did receive medical intervention in the form of antibiotics. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.